Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that a cartridge alarm occurred during basal delivery. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Reportedly, customer continued using pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose value.